Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Pacing lead impedance had significantly increased since previous follow-up, and high threshold was also noted. Lead fracture was suspected. An attempt to cap the lead was unsuccessful; lead extraction is planned. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.